Event description:
Additional information received reported the patient was scheduled for replacement (B)(6) 2013.

Event description:
It was reported that there was a loss of therapeutic effect. The patient had a return of symptoms the morning of this report and could not move. The patient was feeling ¿off a little bit.¿ the patient thought the device was on. There was no known accident related to the event. It was noted that 3 to 4 days prior to this report the patient¿s devices were checked with the clinician programmer, no information was given to the patient. When the patient checked devices with the patient programmer, the left one had three green lights and a beep while the right only had one green light. The patient programmer was not communicating with the right side device. Last time patient used the patient programmer was ¿a long time ago.¿ additional information received reported that the patient was scheduled for battery replacements. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 7438 lot# serial# (B)(4), product type programmer, patient product ID 3 389-40 lot# j0114191v, implanted: 2004 (B)(6), product type lead product ID 748240 lot# serial# (B)(4), implanted: 2004 (B)(6), product type extension product ID 3389-40 lot# j0124596v, implanted: 2004 (B)(6), product type lead product ID 748240 lot# serial# (B)(4), implanted: 2004 (B)(6), product type extension. (B)(4).